Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured and the device failed to cross the lesion due to calcification. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 4mm from the tip of the device, there was a 14mm longitudinal tear in the balloon. Product analysis confirmed the reported burst, as the device was found to have a longitudinal tear to the balloon. The reported failure to cross the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured and the device failed to cross the lesion due to calcification. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.